Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). Caller states that a week to a week and a half ago, their stimulation turned down on the controller by itself. The pt claims they did not adjust the stimulation down or change their group. Agent walked caller through general use of the controller and the pt was able to turn stim up to the level they desired on the requested programs.